Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer stated that there was puss coming out of the site where the infusion set was inserted. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.